Event description:
During the procedure when the vortx diamond shape fibered platinum coil was advanced along the renegade-18 catheter, its length was seen to be over 4-cm through fluoroscopy. The coil was intended to have advanced wtihout any change. The coil had separated. The distal part was embolized in the blood vessel, and the other part remained in the catheter. The portion that remained in the catheter was pulled out. No resistance was felt prior to this incident. Pt required no intervention and was reported to be in good conditon.